Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned. An external insulation abrasion was noted at 13.3 cm to 13.4 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. The outer insulation was fully breached and degrade and separated at 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.